Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for head/neck non-malignant pain and spinal pain. It was reported that the patient¿s facial stimulator battery was replaced due to a facial stimulator battery malfunction. During the replacement surgery, the surgeon found the battery pack to be freely moving within the pocket and no anchoring stitches remained intact. It was reported that the peripheral nerve leads were found intact within the battery pocket. The battery pack was also noted to be entirely intact. A new rechargeable battery was then attached to the two leads and placed in the pocket. A manufacturing representative was then present to perform impedance testing of the new battery. All lead impedances and battery operations were found to be within acceptable ranges. The battery pocket skin incision was then closed. It was reported that the patient seemed to tolerate the procedure well without any complications and was brought to the recovery room in stable condition and moving all extremities. The patient was given a prescription of po keflex for 5 days for post-operative skin flora coverage. It was reported that the patient would have a follow-up appointment in one to two weeks in the clinic. No further complications were reported/anticipated.